Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped tts . On sample p/n 67sp045 l/n 3775451 without its original packaging inside a ziploc bag, in used conditions and with its certificate of decontamination. When visually inspected from 12? -16? No abnormalities were detected with balloon and cuff. Functional testing by standard set and revealed inflation on one side. When manipulated the cuff four times and cuff inflated. When we measured the cuff, the percentage for the symmetry was 38.88%. This result is over 33.3% that is the minimum acceptable. Based on the test, the unit is within spec. The complaint is not confirmed. All engineering was reviewed and found no abnormalities after leaving manufacturing site.

Manufacturer narrative:
(B)(6). Occupation: administrator/supervisor.

Event description:
Information was received indicating that a smiths medical bivona silicone tracheostomy tube's cuff would not inflate. After several attempts to try to inflate the cuff, it was not inflating properly. The procedure was tried by several rts and a portion of the cuff that was stuck to the tube was able to be somewhat inflated, but not the entire cuff. The cuff still remained quite asymmetrical looking. 5cc sterile water was injected into the pilot line, half of the cuff inflated. The rt manipulated the cuff while holding the water in the cuff, but it did not inflate the entire cuff. The issue occurred during set-up for a routine trach tube change and there was no clinical or patient injury.